Manufacturer narrative:
The computer was returned for product analysis. Initially, the representative had to use the reset switch to start the computer. The bios was set to (B)(6) 2007. The computer had a dead cmos battery. During further testing, the computer started to power cycle on its own. After re-seating the ram, the computer passed memtest86 and seatools without errors. The main failure mechanism was that the cmos battery voltage was low. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735225, serial/lot #: unknown, ubd: unknown, UDI#: unknown. This device is not approved/marketed in us, but is similar to a device marketed in the us. Additional information was received that the computer was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement. It was reported that pre-operatively, after the patient entered the procedure room, the power was turned on and "no signal" remained to be displayed. The computer failed to start. The procedure was performed without using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. Additional information was received that the most likely cause of the reported issue is an anomaly of the computer.

Manufacturer narrative:
H2) additional information: d10: lot number 1759982 h3) the computer has been received by the manufacturer. However, analysis has not been completed at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.